Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a left lower extremity angiogram, using an approach cto microwave wire guide, within two minutes of attempting to pass the cto, the tip of two approach cto microwire guides separated. The tip of the wires were still attached and able to be removed. The procedure was then completed using a competitor's wire. There was nothing left behind and no harm to the patient. This medwatch is for device lot #7611876, please see medwatch with g9# 1820334-2017-00553 for device lot #7638094.

Manufacturer narrative:
Product code: dqx. Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the approach cto microwire wire guide revealed that the coil was separated 1 mm from the distal tip and the distal solder was present. The length and diameter of the wire guide were both found to be within specifications. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of the investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Date was omitted on follow-up 1.